Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that the footswitch was losing communication regardless of channel changes. This occurred prior to surgery with no patient involvement. Additional information was received from the nurse manager explaining that this has been happening two to three times a week since they purchased the equipment. The footswitch looses communication via wifi and has to be plugged in. She advised the foot pedals are charged through lunch as well as overnight.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The company representative replaced footswitch and the multifunctional in/out (mfio) board. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on december 18, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this footswitch. The system was manufactured on december 23, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned sample was paired with a calibrated system hotbed and found to meet specifications. The returned footswitch was then connected to the footswitch tester. The returned sample was found to have a very high difference between the rx beacon strength and the wireless signal strength. The antenna was changed out and the test was redone. With the hotbed antenna installed the returned footswitch was found to meet specifications. The reported event was not able to be replicated. The system met specification. The root cause of the reported event can be attributed to a nonconforming antenna. (B)(4).